Event description:
There is no new event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot could not be performed without the complaint device lot number. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. The complaint device was not returned and so it could not be evaluated. Controls are in place to assure that the product is manufactured to specification. The device is supplied with instructions for use that contains a warning for stent knotting. The conclusion is the cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event is estimated to be around (B)(6) 2019 concomitant medical products: storz rigid cystoscope, hw-035150, storz stent grasper. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a laser lithotripsy procedure and removal of stent the previously implanted universa soft ureteral stent was observed to be knotted in the renal pelvis. The stent was extracted by the surgeon using a stent grasper. No adverse effect on the patient was observed. The case continued and was completed successfully. No unintended part of the device was left in the patient. No additional procedures were required and no adverse effects on the patient occurred due to this occurrence.